Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat cancer. The patient reports visualization of particles. In addition, the device is noisy. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat cancer. The patient reports visualization of particles. In addition, the device is noisy. Medical intervention was not specified. Additional information received from the patient indicates there is no allegation against the device and no connection between the device and his diagnosis of throat cancer. .

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat cancer. The patient reports visualization of particles. In addition, the device is noisy. Medical intervention was not specified. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: type of reported complaint, patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box b :adverse event/product problem updated.